Event description:
It was reported that the #3 key on a pump keypad is stuck. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, (B)(4) will be displayed interfering with the mdl drug search). The failed keypad has been replaced. Baxter has initiated a CAPA to further investigate this issue.